Event description:
It was reported that the 8 5.4 qt bd¿ next generation patient collector had no label on the base. The following information was provided by the initial reporter: this is a report about a missing label of sharps collector. During the inspection at the distributor's side before delivery to a customer, it was found that there was no label onto the base.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na.

Manufacturer narrative:
H.6. Investigation summary: based on this investigation, there was no evidence received showing the lack of label reported, however, within the issue description it¿s mentioned that during the inspection at the distributor¿s side before delivery to a customer, it was found that there was no label onto the base, also, with the lot number provided (1317906) we were able to confirm this product was manufactured by flex on november, 2021. With this information, we can identify this issue as a failure mode related to the manufacturing process. Due to this failure mode had already been detected within internal non-conformances for similar processes, improvement opportunities were identified to reinforce and make more robust the labeling processes which are documented in the CAPA record car-jrz-00000392 and par-jrz-00000170.

Event description:
It was reported that the 8 5.4 qt bd¿ next generation patient collector had no label on the base. The following information was provided by the initial reporter: this is a report about a missing label of sharps collector. During the inspection at the distributor's side before delivery to a customer, it was found that there was no label onto the base.